Manufacturer narrative:
One device was received for evaluation. The reported issue was confirmed. The root cause of the event was an anomaly in the component (the backup capacitor), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was reported that error code 1720 was displayed. This occurred during infusion at patient's home. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was error code 1720. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the backup capacitor. As a result, the capacitor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.